Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with an infection which occurred four days after the sensor had been inserted in the arm. Prior to sensor insertion the area was cleansed with soap and water. The patient developed redness, inflammation, and pustules extending beyond the patch perimeter. Photo of the skin reaction in the complaint record was reviewed. The photo is blurry and shows a skin reaction in the shape of the sensor patch footprint that consists of varying degrees of redness discoloration from faint to discernible and the redness extends to the lower portion of the arm. There¿s adhesive residue along the overlay patch footprint perimeter. On (B)(6) 2023, the patient¿s parent consulted a physician who prescribed an oral antibiotic medication (cephalexin 8 ml, every 12 hours for 7 days) for the infection. On (B)(6) 2023, at the time of the follow up call, the parent stated the reaction site has healed after the seven days course of antibiotic treatment. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.